Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. The reported failure was not easily replicated, however after extensive stress testing the reported touch screen malfunction was confirmed. A definitive root cause could not be established. As fluid contamination can cause problems with the membrane switch/cpu board interface, the operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual instructs the user to check the unit seals every six months. The operator's manual also offers possible conditions and recommended operator actions in the event that the keypad is unresponsive or does not accept input. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that another machine was used to complete the case; there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature and take further action if required.

Event description:
It was reported that after successfully infusing two units, the touch screen became unresponsive while attempting to increase the flow rate. It was also reported that the display was flickering. Another unit was used to complete the case.